Event description:
It was reported that customer experienced cgm error with sensor and contacted support. There was no reported impact to the customer¿s blood glucose level. Technical support guided customer through complete pump reset, after which cgm error did not reappear and customer successfully started new sensor session.